Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that removal of a trochanteric femoral nailing advance (tfna) nail is scheduled for (B)(6) 2018. It is unknown what issue occurred with the tfna nail. Procedure and patient details are unknown. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity # 1), unknown distal locking screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) unknown nail tfna. This is report 1 of 1 for (B)(4).